Manufacturer narrative:
The device was not returned to olympus and the customer's allegation was not confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to user error. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): for endoscope instrument channel flushing, use only the (B)(6) instrument channel water tube with maj-1606 instrument channel adaptor, otherwise patient safety may be compromised or damage to the pump may occur. If any section of tube from the pump to the water container is blocked or kinked, the flow rate will be noticeably reduced. Check the tube for kinks or blockages, and should the slightest irregularity be suspected - do not use. The (B)(6) instrument channel water tube, (B)(6) accessory port tube with bottle cap and (B)(6) accessory port tube with saline spike are single-use disposable items. The (B)(6) and (B)(6) auxiliary channel water tube is a single day use item. Check the model name shown on the sterile package and the tube, and use them in accordance with their instruction manuals. Failure to do so may pose an infection risk and/or cause equipment malfunction. Ensure sterile tubing is free from damage. Do not use past the use by date. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device is not getting output readings that are to specification. The customer replaced the pump head on the unit with an olympus part. However, the subject device was being used with non-olympus tubing. There was no patient involvement.